Event description:
It was reported that a patient who had a recent battery change from a model 105 (with no autostim) to a model 1000 (with autostim) had their autostim turned on and the patient's mother is reporting an increase in seizures and hiccups starting as well as a tickle cough. The mother believes that autostim is the issue. Further information was received that the seizures have worsened and the patient was admitted due to possible bowel obstruction. The patient was reported to be in the hospital to address increase in seizures and hiccups. No additional relevant information has been received to date.